Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdominal pain/chronic stabbing abdomen pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (dte of birth: (B)(6) 2012.), amenorrhea, cramp in lower abdomen, bacterial vaginosis, candida vaginal, discharge vaginal, non-tobacco user, headache, dizziness, panic attack, vertigo, neck pain, intermittent fever, photophobia, vision abnormal, obesity, pregnancy induced hypertension, alcohol use, pelvic inflammatory disease, cesarean section, anxiety, ear infection, streptococcal sore throat, knee pain and pre-eclampsia. Patient denies trauma, and visual changes. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included ear pain. Family history included hypertension. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("severe back pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), the first episode of dysmenorrhoea ("severe menstrual pain") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), the second episode of dysmenorrhoea ("menstrual pain"), arthralgia ("knee pain"), oropharyngeal pain ("thoart pain") and hair disorder ("hair problem") and was found to have weight increased ("weight gain"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol with codein #2), oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, weight fluctuation, fatigue, migraine, back pain, arthralgia and hair disorder outcome was unknown and the dyspareunia, pelvic pain, the last episode of dysmenorrhoea and weight increased had resolved. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia, fatigue, genital haemorrhage, hair disorder, migraine, oropharyngeal pain, pelvic pain, weight fluctuation, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2012: results: confirmed essure position. Microbiology test - on an unknown date: results: negative for chlamydia trachomatis; on (B)(6) 2012: results: few budding yeast pseudohyphae consistent candida. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Event: pelvic pain ,menstrual pain ,weight gain, knee pain ,throat pain , hair disorder were added. Outcome of event :pelvic pain ,menstrual pain ,weight gain,were updated. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdominal pain/chronic stabbing abdomen pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 (dte of birth: (B)(6)). In (B)(6) 2012, 13 days before insertion of essure, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("severe back pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was treated with oxycocet (percocet) and surgery (laparoscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed essure position. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-nov-2017: lab data waqs added. Product stop date was updated and event start dates was added. Product batch number was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of fatigue. She also began experiencing weight fluctuations and pain during intercourse. Since undergoing the essure procedure she suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiffs essure related pain grew so severe that she was eventually prescribed percocet as treatment. On or around (B)(6) 2015, she had her essure removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She had essure removed two years and five months after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Considering essure removal was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdominal pain/chronic stabbing abdomen pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (dte of birth: (B)(6) 2012.), amenorrhea, cramp in lower abdomen, bacterial vaginosis, candida vaginal, discharge vaginal, non-tobacco user, headache, dizziness, panic attack, vertigo, neck pain, intermittent fever, photophobia, vision abnormal, obesity, pregnancy induced hypertension, alcohol use, pelvic inflammatory disease, cesarean section and anxiety. Patient denies trauma, and visual changes. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included ear pain. Family history included hypertension. On (B)(6) 2012, the patient experienced fatigue ("fatigue") and migraine ("migraines"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("severe back pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was treated with oxycocet (percocet) and surgery (laparoscopic bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative hysterosalpingogram - on (B)(6) 2012: confirmed essure position microbiology test - on (B)(6) 2012: few budding yeast pseudohyphae consistent candida; on an unknown date: negative for chlamydia trachomatis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation, update of FDA codes, update of ptc global number reference, addition of batch information(exp and manufacture dates).essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She had essure removed two years and five months after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Considering essure removal was required, this case is regarded as incident. Non-serious events were also reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.